Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The event was confirmed during log file analysis which revealed that the real time clock (rtc) was reset. Analysis revealed that the device met specification; the device passed visual and functional testing. The rtc reset was most likely the result of the internal coin cell depleting. The rtc was able to retain the correct date and time after allowing the battery to charge. The most likely root cause of the reported event can be attributed to the depletion of the internal coin cell. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that there was a date/time error on the controller which was making the x-axis appear as the year 2000 in log file response. The controller was exchanged. No patient complications have been reported as a result of this event.